Event description:
It was reported that in-stent restenosis (isr) occurred. In 2008, the proximal left anterior descending artery (lad) was treated with balloon angioplasty and a taxus stent. On (B)(6) 2017, the proximal lad where the taxus stent had been implanted was found to be occluded and cardiac catheterization was performed. On (B)(6) 2017, complete chronic total occlusion was noted at the lad, and a synergy drug eluting stent was implanted in the mid lad.

Manufacturer narrative:
Implant date: 2008.

Manufacturer narrative:
D6a implant date estimated based on the device being implanted in (B)(6) 2008.

Event description:
Agent ide study. It was reported that in-stent restenosis (isr) occurred. In 2008, the proximal left anterior descending artery (lad) was treated with balloon angioplasty and a taxus stent. On (B)(6) 2017, the proximal lad where the taxus stent had been implanted was found to be occluded and cardiac catheterization was performed. On (B)(6) 2017, complete chronic total occlusion was noted at the lad, and a synergy drug eluting stent was implanted in the mid lad. It was further reported that the taxus was implanted in (B)(6) 2008. On (B)(6) 2021, the patient experienced angina and was referred for agent ide study. The subject was on a prior regimen of aspirin (>= 72 hours) and antiplatelet other than aspirin (>= 72 hours) medications at the time of index procedure. Heparin or other antithrombotic medication were administered at the time of index procedure. The target lesion was located at the mid left anterior descending artery and was 25 mm long with a reference vessel diameter of 3 mm. The target lesion was predilated using a scoring balloon, laser catheter and a 3.25 mm x 30 mm balloon with 10% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was treated with an agent dcb successfully with 10% residual stenosis and timi flow of 3. The subject was discharged on aspirin and clopidogrel. On (B)(6) 2023, the subjected presented with worsening chest pain and was hospitalized on the same day for further evaluation and treatment. At the time of the event the subject was on aspirin and ticagrelor which was continued. EKG revealed left branch bundle with sinus rhythm, occasional premature ventricular complexes which is similar as baseline. Chest x-ray revealed no acute cardiopulmonary disease and troponin t was elevated to 19 ng/l. Diagnostic coronary angiography revealed 80-90% in-stent restenosis from prox to mid segment for taxus stent and synergy stent. The following day, the subject was discharged on aspirin and ticagrelor. On (B)(6) 2023, ivus demonstrated stent expansion issues through the mid lad for which laser atherectomy was performed which improved the angiographic appearance. This was followed by using post dilation cutting and scoring balloons. However, the prior stent present at the proximal lad was under-expanded and did not expand with use of a wolverine cutting balloon and scoring balloon. Intravascular lithotripsy was performed, and the wolverine balloon was able to be expanded fully. The same wolverine cutting balloon was reused again and inflated to 30 atmospheres at proximal lad and the device ruptured from proximal lad into left circumflex (lcx) artery and dissected into the left main (lm) artery. This was treated by rewiring the lcx and lad artery and stenting it with 4.0 mm x 24 mm synergy megatron stent successfully. A severe lesion was noticed within lcx for which the kissing balloon technique was performed with 3.00 mm and 3.50 mm balloons at lad bifurcation and was followed by placement of 3.5mm x 12 mm synergy stent at lcx. Post dilation was performed followed by ivus revealing improved angiographic appearance. Post revascularization, the residual stenosis was 0% and timi flow is 3. Angina is ongoing, but dissection was resolved.

Manufacturer narrative:
D6a implant date estimated based on the device being implanted in (B)(6) 2008.

Event description:
Agent ide study it was reported that in-stent restenosis (isr) occurred. In 2008, the proximal left anterior descending artery (lad) was treated with balloon angioplasty and a taxus stent. On (B)(6) 2017, the proximal lad where the taxus stent had been implanted was found to be occluded and cardiac catheterization was performed. On (B)(6) 2017, complete chronic total occlusion was noted at the lad, and a synergy drug eluting stent was implanted in the mid lad. It was further reported that the taxus was implanted in (B)(6) 2008. On 04 (B)(6) 2021, the patient experienced angina and was referred for agent ide study. The subject was on a prior regimen of aspirin ( 72 hours) and antiplatelet other than aspirin ( 72 hours) medications at the time of index procedure. Heparin or other antithrombotic medication were administered at the time of index procedure. The target lesion was located at the mid left anterior descending artery and was 25 mm long with a reference vessel diameter of 3 mm. The target lesion was predilated using a scoring balloon, laser catheter and a 3.25 mm x 30 mm balloon with 10% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was treated with an agent dcb successfully with 10% residual stenosis and timi flow of 3. The subject was discharged on aspirin and clopidogrel. On (B)(6) 2023, the subjected presented with worsening chest pain and was hospitalized on the same day for further evaluation and treatment. At the time of the event the subject was on aspirin and ticagrelor which was continued. EKG revealed left branch bundle with sinus rhythm, occasional premature ventricular complexes which is similar as baseline. Chest x-ray revealed no acute cardiopulmonary disease and troponin t was elevated to 19 ng/l. Diagnostic coronary angiography revealed 80-90% in-stent restenosis from prox to mid segment for taxus stent and synergy stent. The following day, the subject was discharged on aspirin and ticagrelor. On (B)(6) 2023, ivus demonstrated stent expansion issues through the mid lad for which laser atherectomy was performed which improved the angiographic appearance. This was followed by using post dilation cutting and scoring balloons. However, the prior stent present at the proximal lad was under-expanded and did not expand with use of a wolverine cutting balloon and scoring balloon. Intravascular lithotripsy was performed and the wolverine balloon was able to be expanded fully. The same wolverine cutting balloon was reused again and inflated to 30 atmospheres at proximal lad and the device ruptured from proximal lad into left circumflex (lcx) artery and dissected into the left main (lm) artery. This was treated by rewiring the lcx and lad artery and stenting it with 4.0 mm x 24 mm synergy megatron stent successfully. A severe lesion was noticed within lcx for which the kissing balloon technique was performed with 3.00 mm and 3.50 mm balloons at lad bifurcation and was followed by placement of 3.5mm x 12 mm synergy stent at lcx. Post dilation was performed followed by ivus revealing improved angiographic appearance. Post revascularization, the residual stenosis was 0% and timi flow is 3. Angina is ongoing, but dissection was resolved. It was further reported that angina was considered to be resolved (B)(6) 2023.